Manufacturer narrative:
Received one trs-robo-12 in opened original package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The metal fitting at the base that secures the bag is disassembled. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that trs-robo-12, ancr tissue retrieval system, 12mm, 250ml device was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿the tissue was collected by taking the anchor ii tissue bag in and out many times. While collecting the last tissue, the metal fitting at the base that secures the bag broke and it temporarily fell into the body.¿. Further assessment questioning found that ¿fragments ware retrieved from the drainage fluid. But we could not make sure that was all of it.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported injury due to the possibility of foreign body left inside the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that trs-robo-12, ancr tissue retrieval system, 12mm, 250ml device was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿the tissue was collected by taking the anchor ii tissue bag in and out many times. While collecting the last tissue, the metal fitting at the base that secures the bag broke and it temporarily fell into the body.¿ further assessment questioning found that ¿fragments ware retrieved from the drainage fluid. But we could not make sure that was all of it.¿ there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported injury due to the possibility of foreign body left inside the patient.